Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient experienced an event of infusion set leakage on (B)(6)2025. The leakage was in the connection between tubing connector and cannula. The blood glucose level was high and the patient was treated with insulin pen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006122 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from connection between the tubing connector and the infusion set. Complaint investigations: 7 unused sets was provided for investigation. The following tests were performed: visual test according to wi version 3, the returned samples test passed. Functional test: underwater flow, according to wi version 2, the returned samples, test passed. Functional test: underwater leak, according to wi version 2, the returned samples, test passed. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test according to wi version 2 on reference samples, reference samples passed the test. Functional test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006122 was manufactured according to the wi version 70 manufactured in the line 6, on 01/apr/2024, with a total of (B)(4) units. Gluing tubing: the lot 4c05062 was manufactured according to the wi version 62 manufactured in the machine sc02, on 29/mar/2024, with a total of (B)(4) units. The lot 4a05508 was manufactured according to the wi version 60 manufactured in the machine sc02, on 19/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06-may-2025 against malfunction code leakage from connection between the tubing connector and the infusion set and lot 6006122 and no other complaint has been registered in database for the same lot 6006122 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.